Manufacturer narrative:
The reported complaint of the autopulse platform stopped after the first compression was not confirmed. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform performed the run_in test using the 95% patient test fixture (lrtf) with good known test batteries, until discharged without any fault or error. The autopulse has passed all the testing and meets all required specifications. Load cell characterization confirmed both cell modules are functioning within the specification. During visual inspection, cracked front cover and damaged load plate cover. These types of physical damages on the ap platform can occur due to normal wear and tear. The damaged parts identified were replaced and were unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in september 2009. The device has been operating for over 9 years and has exceeded its expected serviceable life of 5 years. Data archive was corrupted and could not be recovered for review. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) obese female patient in cardiac arrest. The platform stopped after the first compression, however, no error message was displayed. The use of the autopulse was discontinued and manual CPR was performed. Rosc (return of spontaneous circulation) was achieved and the patient was delivered to the hospital with the pulse. No patient consequence was reported. Per reporter, no issues were observed on the autopulse platform during last morning shift check and deployment state.